Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Investigation of the returned meter found the circuit board is contaminated by penetrated liquid. This affects the conductive rubber contacts on the circuit board, which are short-circuited by this. When turning on the meter, the display check shows missing segments. The root cause is contamination of the contacts due to improper handling or maintenance. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The meter was requested for investigation. A replacement meter was sent to the customer.

Event description:
The initial reporter complained of a display issue with the coaguchek xs meter. The reporter complained that the meter's display results were slightly lighter than it normally is which happens on and off. When the numbers were slightly lighter, the reporter could clearly see the meter reading in the result field. The reporter stated that it depends on the angle that she is holding the meter on how light or faded the numbers on the display would be. The meter's memory was reviewed during the call and the reporter stated that she could clearly see the result field of the meter. The reporter stated that when the meter's display is lighter, she is still able to see clearly the result field of the meter. A full-screen display test was performed and the three big 8's were in the result field. There was no report of any result misinterpretation.